Manufacturer narrative:
Service visited on (B)(4) 2011 and replaced 36 volt power supply. This resolved the issue.

Event description:
A customer contacted beckman coulter, inc. (Bci) to report a popping sound and a burning electrical smell coming from unicel dxc 600 pro synchron clinical system. No smoke or fire was observed. Bci customer technical support had the customer shut down the system and remove the reagents. There was no effect to patient or user.